Manufacturer narrative:
A 72202972 5mm flexible endoscopic cannulated drill used for treatment, was returned for evaluation. This was a five year old reusable instrument. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. The cutting edges have been dulled and dinged. The drill was snapped in two pieces where the spiral gradations increase. The flex drills are intended to flex but not be bent. Fracture may also occur if the drill is inadvertently put into reverse or if there are sudden starts and stops. There was also a hudson end portion of a separate drill chuck or instrument sent. The piece also indicates a torque factor. Product met specifications upon release to distribution.

Manufacturer narrative:
A 5 mm flexible endoscopic cannulated drill reported on. This was a five year old reusable instrument. Product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were limited without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: the instructions for use were not adhered to. Condition the driver¿s bit or chuck.use of reverse rotation. Inadvertent torque, pressure, leverage and bending. Getting entangled up with other instruments or devices. Debris such as bone chips caught in the bit or chuck. Unexpected bone density/condition. Instrument blade dulling. Lack of recommended maintenance. Per instructions for use: ¿this is a limited reuse device based upon the sharpness of the drill tip. Use of drills with that have worn or dull tips can result in breakage. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure¿. Product met specifications upon release to distribution.

Event description:
It was reported that, during an unspecified surgery, the drill broke in the middle while piercing the patient's femur. A back up device was available. No patient injury or significant delay were reported.

Event description:
It was reported that when piercing the patient's femur with the drill, it broke in the middle. No patient injury or significant delay were reported. Back up device was available.